Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/19/2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit became inoperable the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 03jan2019. PMA/510k : 18dec2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. There were no failure codes in the device log and the customer was unable to reproduce the reported event. The customer ran performance verification testing (pvt) and the device passed without any issues. The customer was advised to check the device logs again and if no codes are found to place the device back into service. The customer reviewed the error log and could not find any failure codes. The unit passed performance verification testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.